Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation for the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that a pt was explanted due to a urinary tract infection. The pt had developed pus at the midline incision. The physician placed the pt on antibiotics and the pt is reportedly doing well.